Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the analysis of two pacemaker-dependent patients the programmer shut down unexpectedly, showing a warning window even though the programmer was currently plugged in. It was further reported that the programmer's battery would not charge. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported via follow-up that once the programmer was restarted, it worked normally, and that this occurred with both patients referenced.